Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) underwent a device upgrade procedure. During the procedure the physician was unable to retract the right ventricular setscrew. The physician used a bone cutter to detach the header of the device and push the lead out. The lead was revised. The ICD was disposed of and will not be returned for analysis. There were no adverse patient effects.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.